Event description:
It was reported that during a procedure 'the hospital staff was setting up the endostat 0.2 mm fiber on an aura xp. The surgeon was unable to fire the laser as there was no aiming beam coming out and no apparent laser being emitted. When checking the endostat fiber, it was clear that the fiber was broken close to the connection end. Patient outcome no adverse event. Surgeon used co2 laser instead to complete the procedure.